Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine upgrade procedure with implant of a left ventricular lead, the subclavian vein could not be accessed due to occlusion by the chronic right atrial and ventricular leads. The cephalic vein was accessed instead, and the leads remains in use. No further patient complications have been reported as a result of this event.